Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated the device reading was 343 mg/dl and the lab was drawn within 5 minutes and yielded a result of 59 mg/dl. Reporter stated a second lab was drawn within 30 minutes of the first and measured 27 mg/dl. Reporter indicated the patient was given insulin based on the results of the initial lab result but the type or amount was not provided. Reporter stated the patient was originally admitted allegedly on ephedra and was conscious but not responsive and was released from the hospital two days after admittance. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.